Event description:
Event description guidant received information that the patient with this pacemaker required a cardioversion. The physician reported that following the procedure, no pacing was observed for approximately 20-30 seconds. However, the patient did have an underlying rhythm of 30-40bpm. Device interrogation two hours later confirmed appropriate device behavior.